Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient (pt) was admitted to the belmont health & rehabilitation center for management of low blood sugar. Lab tests were conducted, including a urinalysis and a comprehensive metabolic panel (cmp). On (B)(6) 2025, at approximately 5:49 am, cmp results showed a blood glucose level of 55 mg/dl. The patient¿s spouse could not recall whether this result was compared to the dexcom cgm readings. Later that morning, around 8:33 am, the spouse began receiving multiple calls from a private number, which she did not answer. At 9:07 am, she received a call from a saved contact labeled ¿rehab,¿ informing her that pt¿s dexcom cgm was showing a low glucose reading of 66 mg/dl. She immediately traveled approximately 25 minutes to the facility. Upon arrival, she found pt confused and lethargic. The dexcom cgm still showed 66 mg/dl, and the receiver was not emitting any alert sounds. She administered milky way candy to raise his blood sugar, but pt remained incoherent. A manual blood glucose checks by the rehab staff showed 386 mg/dl. Despite this, pt¿s symptoms persisted, prompting staff to call paramedics. When paramedics arrived, a manual blood glucose check showed 81 mg/dl, while the dexcom cgm continued to display 66 mg/dl. Pt was transported to columbus regional health, where he was diagnosed with a urinary tract infection (uti) and left lower lobe pneumonia. He remained hospitalized under continuous monitoring. As of the report, pt¿s blood glucose was approximately 174 mg/dl, and he was no longer using the dexcom cgm. He was receiving oral medications, though the spouse was unable to identify them, and was scheduled to receive IV fluids following a consultation with a kidney specialist. Pt had not yet been discharged at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when checked by rehab staff. The reported glucose values fall within the a zone of the parkes error grid when checked by paramedics. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.